Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Explant date updated. An event regarding crack, fracture involving a restoration modular bolt was reported. The event was confirmed. Device evaluation and results. The bolt fractured at the root diameter of the fifth thread from the head. No notable thread damage was observed. Fracture occurred due to a right-handed tightening overload force. The vertical faces of the hexagonal head showed damage due to right handed tightening. A dimensional inspection was not performed due to the damages described in the visual inspection. A functional inspection was not performed as the event cannot be replicated. A material analysis concluded that. The locking bolt fractured in overload at the root diameter of the fifth thread nearest the head. No material or manufacturing defects were observed on the device features examined. Medical records received and evaluation: indicated that insufficient information was received for review with a clinical consultant. Device history review. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review. There have been no other events for the reported lot. The investigation concluded that the locking bolt fracture due to application of an overload in torsion. However, no material or manufacturing defects were observed on the device.

Event description:
It was reported that patient was revised on a hip. Competitor's implants were removed and replaced with stryker implants. During surgery half of the screw of proximal body was broken. Half of the screw was removed and other half was left in the patient.

Event description:
It was reported that patient was revised on a hip. Competitor's implants were removed and replaced with stryker implants. During surgery half of the screw of proximal body was broken. Half of the screw was removed and other half was left in the patient.